Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received, identified within b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deformation of the cable did not function normally, and that the phenomenon noted (no image) occurred. The cause of the deformed cable could not be identified. E4 was inadvertently selected on this report. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received indicates that the device was inspected prior to use, of a therapeutic, laparoscopic appendix procedure. The procedure was completed successfully with a similar device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. In addition, a cable appearance defect was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the image was lost when using the olympus, model ch-s400-xz-ea, 4k autoclavable camera head. The intended procedure was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.